Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. Close door alarms were confirmed and were determined to be caused by a failed upper link switch. The upper auxiliary assembly was replaced.

Event description:
It was reported that a pump did not recognize a closed door. It was also reported that there was no patient involvement.